Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted and disposed of. Several attempts were made to follow-up, but no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section e1 - occupation - eye surgery management. Device evaluation: the product testing could not be performed as the product was discarded at the site. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.